Event description:
In 2001 pulmonary embolism occurred, went to ER because of shortness of breath. Was put in hosp with blood clot in left lung and several in left leg. Also discovered one in right atrium of heart. After a vq scan and cat scan discovered 2 pieces of filter had migrated to heart. The filter had been put in vena-cava in 1995 and some how had broken up in the vena cava. The pt had open heart surgery to remove pieces from the heart. Also he will have to be on lovenox blood thinners for a prolonged time or until death. The rptr does not know the model number or any other info regarding the filter. It was put in at a facility. The rptr asked for info, but the faciliy was very reluctent to give the rptr the info.

Event description:
Add'l info rec'd from MFR 12/07/01: upon receipt of the report, an investigation was conducted. However, there was no info available to determine the catalog number or lot number of the product involved in this event. No product was returned to assist in MFR's investigation of this event. However, previous testing of the bird's nest filter had been conducted. This test was conducted utilizing tweleve anchoring legs of six filters. During testing, the struts were flexed a distance of 1.5cm, 10,000,000 times over a twelve day period. The test specimens were visually inspected and no fractures or signs of wear were noted. Test conclusions were that fatigue strength of the material and design of the struts were adequate for the application.